Event description:
It was reported that the device had reached early elective replacement indicator. The device was explanted and replaced. It was noted that the left ventricular lead was capped due to chronically high thresholds. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device had normal battery depletion and met expected longevity.